Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that around the last week of december 2015, the customer experienced a low blood glucose (bg) level of 30 mg/dl. The customer drank juice to address bg level. The customer has since consulted with the healthcare provider regarding the low bg level and pump settings were adjusted accordingly. At the time of the call, the customer's bg level was reported to be under control.